Event description:
New information received states the device was explanted and replaced. The patient condition is fine. The patient will followed up in three months.

Event description:
It was reported a patient presented into clinic after receiving patient notifier. Interrogation revealed the remaining device longevity does not match its expected value. The patient did not receive shock therapy. Device replacement was recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.